Event description:
It was reported that the biomedical engineer found the external pulse generator (epg) would not power on during routine testing. The battery was changed, and the epg appeared to start to power on, but then it just shut off. The battery voltage was verified to be 9 volts. There was no patient involvement. The epg was returned to the manufacturer for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that the device would not turn on due to the battery being dead. The battery returned with the device was a 6.6 volt. Analysis also found that the upper/lower case and encoder flex were broken. The display was out of mechanical specification. The battery release, lead flex cover, and battery drawer were contaminated. The battery contacts were compressed. The side bail covers, ring cover, three case screws, side bails and ring were missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.